Event description:
A patient contacted biomet spine and reported she was implanted with an alta construct and is now experiencing an allergic reaction. The surgeon was not notified of any potential allergies prior to the surgery when the construct was implanted. The identity of the specific construct components and implantation date is unknown. The devices are not available for evaluation.